Manufacturer narrative:
Patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a transforaminal lumbar interbody fusion (tlif) surgery using t-pal cage system at the l4-5 level for patient back pain, the t-pal handle would not release the implant. The surgeon had to back out the handle with the implant and use another handle with the implant for inserting into the cage. There was a surgical delay of approximately 20 minutes. There was no additional medical intervention required. The surgery was successfully completed. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly scrapped. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.